Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented at the clinic for a follow up. During this visit, post-paced t-wave oversensing was noted on the stored egm. The patient had not received inappropriate therapy as a result of the oversensing. Programming changes were made; device remains implanted.